Manufacturer narrative:
This even has been previously reported in 3005094123-2019-00269. On (B)(6) 2019 the suspect medical device was updated from alinity b-hcg reagents ln 07p51-20 lot 95524ui00 manufactured in (B)(4) to alinity analyzer ln 03r65-01 sn (B)(4) manufactured in (B)(4). Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Event description:
The customer observed a false positive b-hcg result on the alinity analyzer. The following data was provided: sid 76285889ar intial 169.22, repeat 153.09 iu/ml. The clinician stated this did not match the clinical indication of the patient. There was no impact to patient management reported.